Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the syringe broke at the moment of introducing the contents." No injuries or consequences reported, no medical intervention required. The patient's status is reported as "fine." Six syringes reported. Associated mdrs: 3014909464-2026-00039, 3014909464-2026-00040, 3014909464-2026-00041, 3014909464-2026-00042, and 3014909464-2026-00043.